Event description:
A site in (B)(6) reported that a patient received laser treatment for melasma. The doctor performed 3 pulses on the patient's face and noted that the epidermis was removed on the treatment area after those 3 pulses. It was reported that the doctor saw the patient afterwards and that the patient experienced hyperpigmentation on the treated area.

Manufacturer narrative:
Candela does not provide treatment parameters for melasma treatment with this laser system, since the device is not cleared for this indication. Investigation is currently on-going.